Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's ultrafiltration reading was 1552ml, indicating the home patient (hp) drained 1552ml more than their programmed fill volume of 2500ml, this meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse, the patient has not reported any symptoms of feeling overfilled. Per the nurse the patient does very well with therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. No failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) that was found in the device logs. A device history review was performed and found that the ac input hipot failed. The device reworked and passed all subsequent testing. The cause of the iipv was determined to be: insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the min drain volume threshold. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).